Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported a large air bubble in the reservoir that was not caused by rewinding with the reservoir in place. Troubleshooting could not be properly completed because the customer did not want to change out the related infusion set. The customer was assisted in removing the air bubble. The customer was advised to monitor and call the helpline back if problems persist. The customer's blood glucose value was 130 mg/dl. No further information was provided.